Event description:
The customer reported that while the unit was in use on a pt, they were unable to obtain a waveform on the display, although the unit contined to trigger and numeric readings were displayed. The pt was switched to another unit and therapy was continued. No pt injury was reported.